Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly which resulted in the pump shutting down. The customer's blood glucose (bg) was over 600(mg/dl) with large ketones which were considered dangerous by a healthcare provider. Reportedly, the customer administered manual injections to resolve bg level and ketones. Reportedly, the customer continued to use manual injections as alternate insulin therapy.